Manufacturer narrative:
D4: UDI: n/a d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted g4: 510k: n/a the actual sample was not available. Instead, a reference photo from tmc showed a 25g sg3 safety needle connected to a prefilled syringe (non-tpc product) wherein the cannula was observed bending outside of the sheath. It was also not captured by the tooth of the sheath. The wing collar of the sheath was fully locked. Retention samples were visually inspected and confirmed free from defects that will affect activation of the safety sheath such as missing tooth, tooth flash, short shot, flash on the sheath, over or under insertion collar to the hub, sheath-collar fitting, tilted cannula, and damaged parts. The samples were further evaluated for the sheath activation and deactivation functional test wherein all samples passed. A total of ten (10) complaints were received from the previous two fiscal years to the present for the same issue where most of the problems are related to usage particularly due to improper activation of the device (not activating with a one-handed technique using the three methods: finger, thumb, and hard surface). Based on the investigation of individual complaints there was no attributable cause noted related to our product and production process. The retention samples were subjected to simulation. The safety needle was securely tightened to the syringe with a clockwise twisting motion until resistance was felt. The safety sheath was activated with a one-handed technique using the three methods: finger, thumb, and hard surface. An audible click was heard indicating successful safety activation. There was no irregularity encountered during and after activation. The needle is fully engaged under the lock (sheath tooth). The root cause of the complaint could not be identified to be related to our production or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. We have a series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to ensure that no defects will be encountered that will lead to sheath activation problems. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Therefore, we advise you to follow the instructions for use (IFU) for the proper usage of the mckesson sg3 safety needle indicated on the unit box in which warnings to prevent needle stick, cautions, and precautions are also included. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4). .

Event description:
The user facility reported that when the nurse activated the safety on a hard surface the involved needle bent. The patient was not injured, medical or surgical intervention was not required. The event occurred post-operative. No blood loss was reported. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention.